Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intervertebral disc degeneration ('degenerative disc disease') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intervertebral disc degeneration (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), hypoaesthesia ("burning/tingling numbness in back and thighs") and sleep disorder ("trouble sleeping"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the intervertebral disc degeneration, fibromyalgia, hypoaesthesia and sleep disorder outcome was unknown. The reporter considered fibromyalgia, hypoaesthesia, intervertebral disc degeneration and sleep disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: fibromyalgia, hypoaesthesia, intervertebral disc degeneration and sleep disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intervertebral disc degeneration ('degenerative disc disease') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intervertebral disc degeneration (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromialgia"), hypoaesthesia ("burning/tingling numbness in back and thighs"), insomnia ("trouble sleeping") and dyshidrotic eczema ("dishidrotic eczema/ I get them on my hands but omg. My feet are the worst."). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the intervertebral disc degeneration, fibromyalgia, hypoaesthesia and insomnia outcome was unknown and the dyshidrotic eczema had not resolved. The reporter considered dyshidrotic eczema, fibromyalgia, hypoaesthesia, insomnia and intervertebral disc degeneration to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: fibromyalgia, hypoaesthesia, intervertebral disc degeneration and sleep disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reporter was added. Event dyshidrotic eczema was added. Essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intervertebral disc degeneration ('degenerative disc disease') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intervertebral disc degeneration (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromialgia"), hypoaesthesia ("burning/tingling numbness in back and thighs"), insomnia ("trouble sleeping") and dyshidrotic eczema ("dishidrotic eczema/ I get them on my hands but omg. My feet are the worst."). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the intervertebral disc degeneration, fibromyalgia, hypoaesthesia and insomnia outcome was unknown and the dyshidrotic eczema had not resolved. The reporter considered dyshidrotic eczema, fibromyalgia, hypoaesthesia, insomnia and intervertebral disc degeneration to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: fibromyalgia, hypoaesthesia, intervertebral disc degeneration and sleep disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding/soaking my pants from period blood"), genital haemorrhage ("bleeding"), intervertebral disc degeneration ("degenerative disc disease"), fibromyalgia ("fibromialgia"), hypoaesthesia ("burning/tingling numbness in back and thighs"), insomnia ("trouble sleeping") and dyshidrotic eczema ("dishidrotic eczema/ I get them on my hands but omg. My feet are the worst."). The patient was treated with surgery (total hystertectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, intervertebral disc degeneration, fibromyalgia, hypoaesthesia and insomnia outcome was unknown and the dyshidrotic eczema had not resolved. The reporter considered dyshidrotic eczema, fibromyalgia, genital haemorrhage, hypoaesthesia, insomnia, intervertebral disc degeneration, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: fibromyalgia, hypoaesthesia, intervertebral disc degeneration, pelvic pain, menorrhagia, genital bleeding and sleep disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: information received via social media. Events¿ pelvic pain, genital haemorrhage and menorrhagia" added. Reporter was added. Event inter-vertebral disc degeneration updated as non-serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.